Event description:
These are two of the nuts on the set. It seems that these nuts are just a little too big for the instruments. We tried today with the instruments 279729470 and 279729530, and they could not be pressed on. When trying these instruments on the other nut, 175491045, the instruments worked perfectly. The event took place when the set was to be filled up to be put on the shelf

Manufacturer narrative:
It was reported that the reported instruments could not mate with the expedium conical nuts [product code: 1754-91-150, lot number: arndc7]. This was confirmed through the investigation conducted by the escalation team. As a result, a health hazard evaluation (hhe) 103134971 rev 1, was conducted to address the associated patient risk. Based on the hhe harms score, this issue was escalated to the quality review board. The decision was made to recall affected lots arndc7 and arndc6. Based on the 12 month trending, all related complaints are associated with the effected recall lots. (B)(4) was opened to investigate root cause and identify any necessary corrective actions. As such no further complaint investigation actions are deemed necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.